Event description:
It was reported by the rep the device was used in a lobectomy. It was reported the surgeon is very familiar with the instrument. On approx the third firing, the instrument "felt like it was tearing the tissue." When they opened the stapler heavy bleeding was observed from one side. The bleeding was quickly controlled. On observation it appeared to dr that the stapler only stapled on one side and cut, with the other side opened. He said it was his only misfire in several years. The first assistant questioned if the scrub had loaded the cartridge properly. The case was completed with a new stapler. The or time was extended by about 10 minutes. There was no consequence to the pt.